Manufacturer narrative:
H3) the powersupply 1 was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, installed powersupply 1 in test system. The system booted and readied successfully on every power cycle. Powersupply 1 output voltage was 5.21vdc. All 2d and 3d images were successful. Not fault found while under test. B01,c19,d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #:(B)(6)rev. F .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, a manufacturer representative (rep) went to the site to test the imaging system. The power supply one was replaced and the system performed as intended. Codes: b01, c02, d02 g2) foreign country: australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the green ready light went out and system was unable to x-ray. A reboot of the image acquisition system (ias) corrected issue and the case continued. No known impact to patient outcome. There was no surgical delay. Troubleshooting was performed. The logs were looked at and showed multiple instances of error 32 shown which was an indicator of power supply one (ps1) failure. The unit was very hot to touch and the power supply one unit jumps between 5.1 volts and 4.6 volts. The probable cause was noted to be the ps1 failing.